Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the sensor failed to initialize. It was reported that the customer noticed the electrode was not on the sensor base and was protruding from their body. It was reported that the customer was able to remove electrode from body. It was reported that the sensor would be replaced.